Manufacturer narrative:
Correction: device identification (lot #). The reported event could be confirmed, as per reported event the long nail right, engraved as intended, was implanted on left side and no discrepancies with the engraving/marking was reported. As per reported event ¿the surgeon knew that the device was for right side but implanted it with his judgement¿. It lies in the responsibility of the treating surgeon. The IFU clearly points out that an inspection is recommended prior to surgery and an implant utilization that would interfere with anatomical structures or physiological performance is contraindicated. For full instruction please refer to corresponding IFU. A device history review revealed that the originally reported lot code corresponds to a different type of device and not to the reported long nail kit r1.5, ti, right gamma3® ø10x260mm x 125°. The correct lot code could not be obtained. Based on investigation, the root cause was attributed to a user related issue. The failure was likely caused by user-customer-abnormal use.

Event description:
As reported: "the implanting procedure was [performed] for the left femur, but the right implant was implanted. Sr noticed miss implanting the right nail for left femur after procedure."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "the implanting procedure was [performed] for the left femur, but the right implant was implanted. Sr noticed miss implanting the right nail for left femur after procedure."